Event description:
The hosp reported that during preparation for a multiple coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seals into the delivery tube. The other two seals did not unravel completely during removal. One of the anastomosis was torn during removal and the surgeon used a couple of stitches to repair the tear. No additional pt complications were reported. This report is for the first seal that did not unravel completely and was removed without damaging the anastomosis.